Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, the pt suffered and continues to suffer symptoms including, but not limited to chronic severe pain, sudden severe pain when walking or standing, weakness, decreased range of motion, and difficulty with activities of daily living such as walking for longer than a few minutes, and standing after being seated.